Event description:
It was reported that the patient experienced a "shocking feeling," and had an elevated heart rate. Patient was referred to their md. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.